Manufacturer narrative:
H10: the device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets leaked. This issue occurred during infusion while the patient was undergoing a treadmill stress test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.